Event description:
On (B)(6) 2009, a company representative and the patient reported, they noticed moisture under the piston rod of the patient's insulin infusion device and can not get to it to dry it out. The representative stated, it smells like insulin but the patient said she has never had insulin or water spill into her device. The patient stated, she uses room temperature insulin to fill her cartridges. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was replaced and requested to be returned for evaluation.